Manufacturer narrative:
Patient age at time of event: 45-50 years old. The device in question was not returned for evaluation. All parts of the manufacturing process were executed as per manufacturing instructions and procedures. All lots met in-process inspections and testing requirements. Also, biopatch sponge chg potency was within specifications and no manufacturing event or nonconformance was observed that could cause the described complaint. Per directions for use, the skin should be prepared prior to using the product and aseptic technique must be followed throughout the process. This is done by following hospital protocols. Linked to mfg report number: 2648988-2018-00022.

Event description:
Two (2) of 2 reports: it was reported that on (B)(6) 2018, biopatch 44150 2.5 cm was used on a patient who underwent a bone marrow transplant and with central venous catheter (cvc) line to protect from catheter-related bloodstream infection (crbsi). On the following day, a large area of red spot with abnormal inflammation around the biopatch was noted. The physician draw an inference that the adverse event was caused by the biopatch.